Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, loss of ventricular capture was observed. The physician elected to program the mode to aair.